Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was excessive gel in tube, clogged/blocked instrumentation probe, and gel smearing. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: there was "increased gel on probe errors. Customer is experiencing increased probe blockages caused by gel on probe on the abbott alinity system over the last month. This has resulted in increased frequency of sample probes replacement of 3-4 times a week. There has been no change to work processes in the lab. Tubes are stored at recommended storage conditions centrifuged at 1500g for 10 minutes. Identification of possible offending tubes not possible as the samples are on a track system. Customer attributes blockages to gel buildup over a period of time. Inspection of tubes does not however show smearing.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 4 retention samples from bd inventory were drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. Gel smearing was observed on all tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the retention sample testing. A root cause could not be determined. A complaint history was performed and this was the 1st complaint received for this reported defect on this lot number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was excessive gel in tube, clogged/blocked instrumentation probe, and gel smearing. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: there was "increased gel on probe errors. Customer is experiencing increased probe blockages caused by gel on probe on the abbott alinity system over the last month. This has resulted in increased frequency of sample probes replacement of 3-4 times a week. There has been no change to work processes in the lab. Tubes are stored at recommended storage conditions centrifuged at 1500g for 10 minutes. Identification of possible offending tubes not possible as the samples are on a track system. Customer attributes blockages to gel buildup over a period of time. Inspection of tubes does not however show smearing.